Event description:
It was reported that the procedure was to treat a saphenous vein graft to a posterior descending artery. A 3.0 x 15 mm vision stent was deployed; however, the proximal portion of the stent did not fully oppose to the vessel wall. A non-abbott balloon catheter was used to post-dilate the vision stent when a perforation occurred in the vein graft. A 3.0 x 15 mm unknown balloon was inflated and then a 3.0 x 16 mm graftmaster was successfully implanted to seal the perforation. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: balance middleweight, guide cath: 6f, sheath: 7f. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. It should be noted that perforation is listed in the instructions for use (IFU) as an adverse event that may be associated with the use of a coronary stent in native coronary arteries. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.